Event description:
The advocate purchased a box of contour next strips for his father and found the cap open on the bottle and the strips were loose. He indicated the outside box may have already been opened too. No adverse events were alleged. The advocate declined the offer to replace the product.

Manufacturer narrative:
Initial reporter address and phone were not provided.